Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 our (B)(6) affiliate received a call from a patient (pt) who reported that he/she was diagnosed with a corneal ulcer in the left eye while wearing the acuvue oasys for astigmatism brand contact lenses. On (B)(6) 2017 the pt reported redness, irritation in the left eye after wearing a new lens all day. The pt continued to wear the suspect lens on (B)(6) 2017 and was not able to open the left eye due to pain, burning sensation, redness and swelling. The pt also reported follow-up visits on (B)(6) 2017, (B)(6) 2017 and has a follow-up visit scheduled for (B)(6) 2017. The pt reported that the eye care provider (ecp) suspended contact lens wear. The pt was prescribed epitezan twice daily in am and pm, besavance qid, hyabak qid until return and cleared by the ecp. Pt reported he/she is new to the oasys for astigmatism lenses, but was not new to contact lens wear. A call was placed to the hospital where the pt was diagnosed and treated for additional medical information, but the hospital refused to provide any medical information. On (B)(6) 2017 a call was placed to the pt and additional information was obtained as follows: the pt reported a follow-up visit on (B)(6) 2017 and the ecp discharged the pt from care, but is to continue using the "cream twice daily." The call was disconnected due to poor service. No additional medical information was obtained. On (B)(6) 2017 a call was placed to the pt who reported a last visit date of (B)(6) 2017; the eye drops were discontinued and the pt stated that the left eye was resolved. Pt reported that the ecp advised not to return to contact lens wear "for a while." Pt reports a wear schedule of 15 to 30 days, but does not sleep in the lenses. Multiple attempts were placed to the pts treating ecp, but no additional medical information was provided. The suspect product was requested for return, but it has not yet been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00knnq was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.